Manufacturer narrative:
In some countries outside the united states, customer information is not provided due to privacy laws.

Event description:
A customer from (B)(6) received blood glucose readings of 39, 32 and 35 mg/dl using a contour usb meter. Comparison tests were performed using another meter and those readings were 140 and 135 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were returned to the united states for evaluation. The customer was given a replacement meter.